Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage this lead was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage. The physician felt the insulation looked "suspicious". The proximal portion of the lead was cut off and the lead was capped. No patient complications have been reported as a result of this event.